Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a locking compression plate (lcp) synthes small fragment plate and screws were implanted on (B)(6) 2014. On (B)(6) 2014, during the ablation of osteosynthesis material, one of the screws could not be removed. The broken screw was left in the fibula. The metal was pruned so as to not harm the patient. This is report 2 of 2 for com-(B)(4).

Manufacturer narrative:
Manufacturing evaluation investigation: it was not possible to carry out an appropriate investigation of this part, since the broken screw was not returned. A review of the device history record review was performed and no discrepancies could be detected. Further measurement reviews were conducted on the received plate. One thread hole of the plate was deformed and therefore could not be measured or properly inspected. However, all other thread holes are of the same type (i.e. Produced with the exact same tool) and could be measured and inspected. There is no indication, based on the performed measurements of the intact hole and of the DHR review, that the deformed hole does not conform to the specification. Due to the facts above, the complaint is rated as ¿not confirmed¿ and therefore not valid from point of view of the manufacturing site. No manufacturing-related issues were identified and/or confirmed. Based on the received information, and without all involved implants, the exact root cause cannot be determined. Due to the deformation signs at the plate, it is likely that the screw was not positioned aligned into the corresponding plate hole. The threaded part of the screw striated along the plate during the insertion process. Due to this occurrence, the thread flanks were probably worn out and could probably cause the complained issue during the explanting process. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records was conducted. The report indicates that the: manufacturing location: bettlach, manufacturing date: 25. Oct. 2011, no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.